Event description:
On 28 mar 2008, after reviewing the product returned part, it was identified that the lead thread on the screwdriver retaining shaft is deformed inhibiting the retaining shaft from threading onto the screw head. This malfunction has been previously reported. On 08 feb 2008, the sales rep originally reported that the driver was not working properly. This was noticed while inspecting the kit. There was no associated pt contact.

Manufacturer narrative:
Product is an instrument and is not implantable. The review of the device history records indicate the part met specification. Visual and functional examination indicates the lead thread on the screwdriver retaining shaft is deformed inhibiting the retaining shaft from threading onto the screw head. The sequoia drivers were recalled on 02/13/2008 and the district office recall and emergency coordinator was notified of the actions taken on 02/19/2008. Further investigation is pending.